Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bariatric surgery, while introducing a device, the seal was damaged and disengaged. Air/gas leaked from the seal. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the circular seal was cut and disengaged. The trocar and cannula appeared intact. The obturator was received inserted into the cannula, prolonged insertion can cause the duckbill seal to become stretched. The duckbill seal was stretched out. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged circular seal may occur when contact is made with a sharp surgical instrument during a clinical procedure. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.